Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in (B)(4) alleging the meter was displaying an error 4 message. This complaint is being reported because the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4): the test strips involved with this complaint were evaluated and er4 was observed with control solution testing. The meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the alleged complaint was observed on the error log, but pa was unable to reproduce failure in test. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.